Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: 'nurse aspirated the blue lumen as per protocol and aspirated unusually large amount of air into the syringe. An x-ray was performed and demonstrated air in surrounding tissues where cvl was inserted. Cvl was removed. On inspection, it appears that there are two cuts on the line. One 3mm cut was found 4cm from the blue tip. Another 4mm cut was found 6cm from the tip.' Additional information: the patient developed surgical emphysema surrounding the insertion site. A new cvc was inserted.

Manufacturer narrative:
(B)(4).

Event description:
'Nurse aspirated the blue lumen as per protocol and aspirated unusually large amount of air into the syringe. An x-ray was performed and demonstrated air in surrounding tissues where cvl was inserted. Cvl was removed. On inspection, it appears that there are two cuts on the line. One 3mm cut was found 4cm from the blue tip. Another 4mm cut was found 6cm from the tip.' Additional information: the patient developed surgical emphysema surrounding the insertion site. A new cvc was inserted.